Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level went as low as 46 mg/dl and as high as 327 mg/dl. Troubleshooting for blood glucose was performed. Customer treated themselves via manual injection. Customer was advised to change out their entire set, reservoir, insulin and treat their blood glucose levels per healthcare provider's instructions.